Event description:
The patient was reportedly implanted with an ethicon obturator mesh product on or about (B)(4) 2007. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and continued medical treatment. The following info was not provided by the complainant: specific info of the alleged injury specific info regarding whether intervention was performed. Specific info regarding why intervention was performed or what type/to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current patient status.

Manufacturer narrative:
Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, a review of the cbi complaint system, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between a cook biotech incorporated manufactured product's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.